Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain one of five of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak from an unspecified location that led to this alarm. Solution was found on the floor. Renal therapy services (rts) advised to contact the nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.